Manufacturer narrative:
Complaint conclusion: as reported, after pressuring the balloon on a 7mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon would not inflate. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was returned for evaluation. A non-sterile ¿powerflexpro 7mm4cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing no damage or anomalies. The balloon was returned not inflated without the manufacturing pleating. No other outstanding details were observed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation testing was done by applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation pressure is not maintained due to the leaking condition observed on the balloon. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented a rupture condition with secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably lead to the damaged condition found on the received device. It seems that the material near the damaged area was affected by a sharp object from the outside of the device. The reported event of ¿balloon inflation difficulty unable to inflate¿ was investigated, and functional testing identified a balloon rupture, consistent with a ¿balloon burst.¿ positive pressure could not be maintained during inflation due to a rupture in the balloon surface, which may have initially appeared as an inflation difficulty. However, the definitive root cause could not be determined. Device analysis identified scratch marks on the outer balloon surface adjacent to the rupture site. The balloon material near the rupture appeared consistent with puncture-related damage, potentially resulting from interaction with calcified lesion spicules or contact with a sharp external object. Based on the available information and device analysis findings, it is likely that unknown vessel characteristics and/or procedural factors contributed to the reported event. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the information available nor product evaluation suggests a design or manufacturing related cause for the reported events for both devices. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, after pressuring the balloon on a 7mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon would not inflate. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: product evaluation revealed a rupture on the surface of the balloon.